Event description:
It was reported that during a breast biopsy procedure, the clips would not release. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Results: damaged introducer tube. Evaluation summary: the analysis results confirmed that one applier was received with the introducer tube stretched at the handle assembly area and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the collagen plug deployment issues. No conclusion could be reached based on the analysis results as to what may caused the damage of the introducer tube. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine it further investigation is warranted. The batch records was reviewed and no anomalies were noted during the manufacturing process.